Event description:
Customer was reporting issues with the sensor. Customer also reported she was experiencing high blood glucose of 440 mg/dl. Troubleshooting for transmitter was performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 2032227-2015-01452.